Event description:
The doctor said, the stent was already deployed and when they brought the catheter all the way out, the balloon was not attached to the catheter. He said, it had broken away from the catheter, and was still on the wire. They then snared it.

Manufacturer narrative:
Components returned to atrium medical include a 10mm x 38mm x 80cm balloon catheter. Analysis of the returned device yielded a balloon catheter which had been snapped shut prior to the proximal weld on the balloon. The shaft exhibited a significant neck down at this area which is common when the shaft is pulled to the point of failure. Potential causes for this include inadequate deflation time allotted to the device prior to attempted re-entry into introducer resulting in sterile water wicking to the distal end of the balloon. Once the water collects in the distal end of the balloon, no amount of pulling on the catheter shaft will assist with removal. Continuing to exert force on the shaft will result in the shaft necking down and snapping. A review of the lot qualification data completed by quality control prior to shipment yielded no anomalies. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the manufacturing process or the device in question.